Manufacturer narrative:
Additional information: d9, h3, h6 h3. Device evaluation summary: product analysis #706753320:5485901 lot# ct18h053 visual and optical examination revealed the tip of the instrument is bent from what appears to be overload. This is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A: patient information cannot be included in regulatory report due to regional privacy regulations. G2: the country of the event is japan. G4. PMA / 510(k) #: class I. Exempt medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having t2-l5 spinal therapy for an indication of scoliosis. It was reported that when attempting to correct therod using the corresponding product attached to the left l5 screw, it was discovered that the extender was bent in a twisting manner from the tip. There were no patient symptoms reported. There were no further complications reported regarding the event.